Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an in.pact admiral paclitaxel eluting balloon catheter was used to treat the distal sfa of the right limb. Six days post procedure, two in.pact admiral balloon catheter was used to treat the proximal sfa and popliteal of the left limb. Approximately 8 months post procedures, patient suffered critical limb ischemia and was treated with revascularization of the right distal sfa (target lesion) using an in.pact admiral paclitaxel eluting balloon catheter. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.